Manufacturer narrative:
Pump received not stuck in the manufacturing mode. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, partially detached retainer, stained keypad overlay, cracked select button keypad overlay, serial number label fading and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replaced battery now alarm. Customer's blood glucose level high and it was 296 mg/dl. Customer's blood glucose level was 194 mg/dl at the time of call. Customer stated that they change battery on saturday and then they received replace battery now alarm. Customer was unable to troubleshoot for insulin pump. Insulin pump will be returned for analysis.